Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to damage of parts due to deterioration/ deformation/ some kind of physical stress. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection the control unit is sticky due to water leakage. There were no reports of patient involvement.